Event description:
While servicing the ventilator, the MFR's service technician noted a diagnostic code in the ventilator's code log history indicating a vent inop occurrence due to an exhalation autozero failure. The customer did not report the occurrence during any previous usage. When questioned about the vent inop occurrence, the customer could not recall if the ventilator was in use on a patient or if the ventilator alarmed. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. Applicable testing was performed and all tests passed. The service technician replaced the sensor board as a precaution for the finding. Final performance verification testing was completed and the ventilator passed per operating specs.